Event description:
Event description cpi received information that this bipolar lead model 4285 was removed from service. One day after the implant the lead became dislodged. An invasive procedure was performed to replace the lead with a new bipolar lead model 4269. During the replacement procedure, the helix tip broke off while unscrewing the model 4269 lead. The physician elected to replace this lead with a new lead of the same model. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect. The physician's manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.